Event description:
Patient reported right side "a lot of pain and folds." Patient later reported "severe pain in the breast region and hardening of the right breast suggestive of capsular contracture" baker grade IV, "mastalgia" and per ultrasound "heterogeneous content, with debris in secession. A laminar liquid collection was observed around the implants, compatible with physiological seroma," and "fluid collection and debris in the right breast (suggestive rupture)." The event of "simple cysts" is not device related. Healthcare professional reported rupture and concern for textured implant device. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "a lot of pain and folds." Patient later reported "severe pain in the breast region and hardening of the right breast suggestive of capsular contracture" baker grade IV, "mastalgia" ,"seroma,", "fluid collection and debris in the right breast (suggestive rupture) , "simple cysts", rupture and concern for textured implant device.